Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, sepsis coincident with automated peritoneal dialysis (apd) therapy, and the patient subsequently died. Three days prior to the event onset, the patient¿s effluent was noted to be clear. On the day of the event onset, the patient was hospitalized for abdominal pain (a manifestation of peritonitis). The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient experienced sepsis. The day after the event onset, the patient died. The reported cause of death per the death certificate was severe peritonitis and sepsis; however, it was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death; however, it was reported the patient was not connected to the homechoice at the time of death. No additional information is available at this time.